Event description:
It was reported that the patient was re-implanted in 2008. No further information was received up to now about the reasons for re-implantation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. While available, a device analysis will be submitted as a follow up report.